Event description:
The surgeon reported the locking cap pop off the titanium locking screw synapse implant. It was reported that the cap had high stress across the construct from deformity. Patient was returned to the or on an unspecified date for removal of hardware. No additional information is available. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A product development event evaluation was performed. All ten (10) locking screws exhibited signs of use; however, they were in good condition and corresponding threads of each locking screw did not show any damage. The two (2) polyaxial screws did not exhibit any apparent defect or damage, only signs that they have been used. The two (2) pieces of rods exhibited several scratches all over the surface material and no apparent defects. The two polyaxial screws, the rods and two randomly selected locking screws were assembled together without difficulty. This was tried two more times using different locking screws and no problems were identified. Based on the evaluation results, the locking screw device and implant construct design were found to be adequate for their intended use and it is unknown what other factors could potentially contribute to the reported condition. The disposition for this complaint from a design perspective is indeterminate. Placeholder.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that the rod is cut in two pieces; one with length of approx. 108 mm and the other approx. 100 mm. Both pieces are bent and show marks and wear; on some areas the anodized color has completely disappeared. The measured diameter meets the specification .the complaint source is that the locking caps popped off synapse what excludes the rod to have caused the event. This complaint is deemed invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional complained part was added to the complaint on (B)(4) 2013. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.